Event description:
On (B)(6) 2007, implanted with transvaginal mesh for pelvic organ prolapse and stress urinary incontinence. Mesh eroded into tissue, scarring, pain with movement or change of position, and dyspareunia - all are due to the mesh, which cannot all be removed, and will have to live with pain.